Event description:
It has been reported to philips that fluoro was not possible as lines were displaying throughout the image. System was in clinical use at the time of the reported event. No patient harm was reported. A philips field service engineer (fse) went onsite and identified an issue with the frontal flat detector. Fse replaced the frontal flat detector and now the system is in good working conditions. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was used for planned treatment/non-emergency treatment and the procedure was completed by using a lateral channel to finish case. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoro was not possible and the issue was always occurring. Upon functional testing, philips engineer found that there was problem with flat detector. Fse replaced frontal flat detector. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.